Manufacturer narrative:
The insulin pump passed the displacement, prime, compromised force sensor and excessive no delivery test. There was no excessive no delivery alarm noted. The insulin pump was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
Customer reported that she received a no delivery alarm during bolus. Customer stated she had changed the infusion set and reservoir. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. She was then instructed to disconnect and reconnect the reservoir and infusion set and perform manual prime; insulin exits the tubing. Customer was advised to rewind, reinsert the reservoir and run manual prime; the insulin pump alarmed during manual prime. Customer connected a new infusion set and reservoir; insulin does not exit during the manual prime and device alarmed. Blood glucose value is 127 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.